Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not determined. Possible causes, as determined by the legal manufacturer, include the following: 1.) There is no endoscopic image: it is inferred that it was caused by the connector pin wear of the video connector receiver. It is likely that the electrical connection became unstable and it occurred because the image signal from the scope could not be transmitted correctly to the video server. 2.) Cannot capture from time to time (but the capture button on the keyboard works): since it was able to be captured from the keyboard, it is likely that it occurred due to the wear of the connector pin receiving the video connector; the electrical connection became unstable and it occurred because the control signal from the scope (scope switch press information) could be transmitted correctly to the video processor. 3.) No hd/sd images: the dx board processes and outputs sd/hd signals. It is inferred that it occurred due to a failure of the dx board.

Manufacturer narrative:
The reported problem of "the camera button did not work on an intermittent basis" could not be duplicated and confirmed. The unit was tested with multiple olympus scopes and no issues were found when capturing images with scopes and keyboard. However, a damaged connector was found on the dx board, causing no hd/sd output signal. In addition, worn pins were found inside the video connector, causing loss of image when manipulating the pigtail.

Event description:
A user facility reported to olympus that the camera button did not work on an intermittent basis and an image could not be captured due to the button not working. The problem reportedly occurred during a procedure. The intended procedure is unknown. It is unknown if the procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.